Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change. The customer's blood glucose reading was 180 mg/dl. The customer also indicated that they were hospitalized for high blood glucose but did not indicate when they were in the hospital or their blood glucose reading. The customer declined to troubleshoot. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.